Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported patient faced infusion set fell off during use event on 25-may-2024. The infusion set was in use for 1 day and half. The blood glucose level reported during event was 12mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.